Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet left fossa catalog #: unk lot #: unk, zimmer biomet left mandible catalog #: unk lot #: unk, and zimmer biomet right mandible catalog #: unk lot #: unk. Report source: foreign - mexico. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00010, 0001032347-2023-00011, and 0001032347-2023-00013.

Event description:
It was reported that a revision is planned on an unknown date due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a4, b4; b5; g3; g6; h1; h2; h3; h6; h10; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's initial surgery was approximately 15 years ago and the revision is due to imitation to oral opening and pain in the bilateral pre-auricular zone secondary to condyles. Attempts have been made and no further information has been provided.